Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that lead insertion was difficulty during procedure of a trial patient, that the healthcare professional met resistance with the lead introducer. And that the lead was pulled out and it caught on the bottom of the dilator and noted lead damage, having appearance of being pulled or stretched. No symptoms were reported and no further complications were noted or anticipated.